Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes had under filing caused no serious injury medical intervention.